Event description:
It was reported that this right ventricular (rv) lead showed a calcification build-up, with no sudden increases in shock lead impedances (sli) but with high, out of range values at this time. It was recommended to increase the shock impedance out of range limit to 150 ohms and consider a maximum energy synchronized shock if it climbs above 150 ohms. The difference between the higher value daily measurement sli and the actual therapeutic shock-delivered value was discussed. If the sli exceeds 145 ohms with a delivered shock, the waveform is truncated, resulting in a monophasic shock. No adverse patient effects were reported.